Manufacturer narrative:
Lot # - 16n009, 19b020, and 19d004. Two (2) single-use devices were received for evaluation. For one (1) device, visual inspection did not reveal any evidence of a leak. Tiny droplets were noted on the inner wall of the housing. These tiny droplets were determined to be condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water. A functional leak test was performed by filling the device with water. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. For one (1) device, visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots 16n009, 19b020, and 19d004. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. It was reported that at least six (6) small volume infusors were leaking prior to patient use. Three (3) devices were leaking from the blue winged luer cap and at least three (3) devices were leaking from an unspecified location. There was no patient involvement in any of the events. No additional information is available.